Manufacturer narrative:
Pump was received with bleeding lcd glass, however pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No vibrator anomaly noted. Pump had cracked case at display window corner, cracked reservoir tube lip, bleeding lcd glass, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was vibrating louder than usual and seemed like something was loose inside. The customer's blood glucose was 10.2 mmol/l at time of incident. The insulin pump will be returned for analysis.